Event description:
During an in clinic follow-up, the device was interrogated and found to have an error message of erroneous characters. The device was reprogrammed to resolve the error. The patient was stable with no consequence.